Event description:
The patient's device was activated on (B)(6) 2019 at the physician's office. At this visit, the patient reported he was feeling better after having his lung drained. The patient was successfully activated without issue.

Event description:
After the implant surgery, the patient complained of right back pain which was worse lying flat or to the right side and worse with inspiration. Pain goes away when he holds his breathe. He is fine when he is upright. He denies any cough, fever, shortness of breath or issue with eating. Three weeks post surgery the patient received a CT of the chest which showed small to moderate right pleural effusion with adjacent limited infiltrate and atelectasis posterior right lower lobe. Patient's symptoms are stable but the effusion appeared to be similar one week later in CT scan.